Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in clinic after receiving vibratory patient notification alert, an alert for low left ventricular pacing lead impedance was observed. Further testing was recommended. No further information is available.